Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available it will be supplied on a supplemental report.

Event description:
It was reported by the surgeon that the patient had a wound infection in connection with the implantation of a gamma 3 nail. On the jan. 25th 07, the head surgeon informed us that the patient died 14-16 days after surgery.